Event description:
Additional information received reported that there was no reimplantation planned at this time and the patient was being treated with oral medication and pt.

Event description:
It was reported, the patient experienced an infection. A culture was taken from the device pocket. The pump was explanted after six months of successful therapy due to signs of infection. The patient experienced less than 50% therapy relief. Following pump explant, oral medication was necessary since itb (intrathecal baclofen) therapy was interrupted. Patient status was alive - with injury. The pump was delivering lioresal. It was later reported the result of the culture was positive "(B)(6)"

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. Analysis of the pump found no significant anomaly. Analysis of the catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.

Manufacturer narrative:
Date of implant was approximate. Concomitant product: catheter: model# unknown. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.